Manufacturer narrative:
Based on the available data of the alleged cobas liat analyzer (s/n: (B)(4). All runs indicated show clear and significant elevation, characteristic of true pcr amplification for target sars-cov-2. No hardware-related contribution could be recognized. For this reason, no false positive result can be confirmed. A reagent investigation is still ongoing. A supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results with five patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged five samples initially generated a positive result for sars-cov-2 (influenza a&b negative). All samples were retested on roche lightcycler 96 using a competitor assay (sars-cov-2 direct detection rt-qpcr kit rc300a (takara bio)), and all samples were negative. The negative results were released. No harm was alleged. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 5 MDR will be filed.

Manufacturer narrative:
Review of the provided data showed that all 5 samples generated true positive results. Sample 1 generated a CT at the limit of detection. A CT at the limit of detection is indicative of a low titer sample, which can generate wavering results upon repeat. Although the root cause cannot be identified for the remaining 4 samples, it is possible that there was a variation in the two sample collections that were performed for each patient and the variation impacted the results that were generated. An investigation was performed on both reagent lots and a systemic reagent problem was ruled out. --- updated b6 and b5 to reflect that samples were recollected for the retest (instead of the same samples were retested).

Event description:
All samples were recollected and tested on roche lightcycler 96 using a competitor assay (sars-cov-2 direct detection rt-qpcr kit rc300a (takara bio)), and all samples were negative.